Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that when removing shield from bd insulin syringe with bd ultra-fine¿ needle the hub separated from device. The following information was provided by the initial reporter: it was reported that needle hub separated into shield.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 1/11/2021. H.6. Investigation: customer returned (1) 1/2cc, 8mm, 31g syringe in an open poly bag from lot # 9280126. Customer states that the needle hub separated into shield. The returned syringe was examined and exhibited the hub-needle/shield assembly separated from the barrel. A review of the device history record was completed for batch# 9280126. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200852941] noted for raised hubs. Root cause for this defect cannot be determined. CAPA#1630423 was initiated.

Event description:
It was reported that when removing shield from bd insulin syringe with bd ultra-fine¿ needle the hub separated from device. The following information was provided by the initial reporter: it was reported that needle hub separated into shield.